Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires, adjust belt/check belt messages) has been confirmed. Upon investigation the electrode belt ECG "c and d" cable was cut, damaging the green (belt dischg) wire in the cable. The cause of the messages was the damaged wire. The root cause for cut cable was physical abuse. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that belt was producing adjust belt/check belt messages and had a damaged cable.